Event description:
Advocate for the fire department stated they received an emergency call for a diabetic who was "out of it". The department ran a blood glucose test on the patient using the contour, and the reading was 59mg/dl. The ambulance personnel retested the patient with their contour and the reading was 14mg/dl. The patient was given IV therapy. The advocate was advised to return the strips for evaluation. A new meter and test strips were sent to him.